Event description:
Revision surgery was reportedly performed to replace acetabular components due to loosening and osteolysis. Bone grafting was also reportedly required on the acetabulum and proximal femur.